Event description:
Procedure: sleeve gastrectomy. According to the reporter: the first firing with a black reload fired well and was hemostatic. The tissue was thick and the surgeon noted the stapler slowed down as it fired. The surgeon used a black 60mm reload on the second firing as well. The stapler started to move forward but then stopped. The surgeon waited a few seconds and tried again. It did not move. The surgeon then allowed the tissue compress two more times and the stapler did not move any further. The surgeon then retracted the knife blade and removed the stapler. There was about 10mm of stapled tissue in the second firing. The surgeon used a new idrive ultra handle and used a black reload and resected the 10mm of staple line. The stapler fired normally. There was unanticipated tissue loss. There was no irreversible tissue damage as a result of this problem. There was no unanticipated blood loss of 500ccs or more. Surgical time was not delayed by more than 30 minutes due to the product problem. Peristrip was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).